Event description:
Before surgery (cranioplasty), the surgeon opened the device and the lid was glued to the packaging and was no longer sterile. The surgeon also found a hair inside the packaging of the device. The surgeon then used another product and there was no delay and no adverse consequences for the pt.

Manufacturer narrative:
Na